Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient¿s device was explanted due to their healthcare provider placing the implant over the sciatic nerve and it was causing them to almost not be able to walk. The patient stated that they could barely move so they did some checking to see what was going on with the patient and it was determined that the device was placed wrong, and everything was taken out. The patient did not know when it started but noted it took a little while for the pain to start. No further complications were reported.